Event description:
The wife of a home peritoneal dialysis patient reported that the patient felt very full during dwell 3 of a ccpd treatment. He disconnected and went to the bathroom to drain until he felt some relief. He then connected to a drain bag and drained manually. He was able to drain 2,400 ml and discontinued treatment for that night. The next morning, he was still feeling some discomfort so he again drained manually. He was able to drain an additional 2,000 ml. His prescribed fill volume is 2,300 ml. The patient was also having some drain complications and it could not be determined if the increased intraperitoneal volume could be due to accumulated residual fluid in the patient from previous treatments. There was no serious injury.

Manufacturer narrative:
(B)(4).